Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost the charger and was unable to charge the ipg as recommended, which caused the ipg to be unable to communicate with external devices. As a result the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was explanted and replaced. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.